Event description:
Title: thyroidectomy using the harmonic scalpel: analysis of 105 consecutive cases. Author/s: larry shemen, md. Citation: otolaryngology¿ head and neck surgery volume 127 number 4; p284 ¿ 288; doi:10.1067/mhn.2002.128072. The aimed of this retrospective study was to evaluate the technical benefits, if any, of thyroidectomy using harmonic scalpel versus conventional thyroidectomy. In a 12-month period, a total of 105 thyroidectomies (female=90, male=15; age range=18-87 years) using harmonic scalpel (ethicon) and compared with 20 patients who underwent thyroidectomy1 year earlier using conventional technique. The harmonic system (ethicon) consist of a hand piece, cord, console, and a foot pedal. The scalpel hand piece was a straight or curved instrument, 5 or 10 cm wide and harmonic scalpel using cs14c hand piece. During the procedure, the harmonic scalpel blade was clasped around the vessel and the instrument was then activated using a foot pedal. With the protective anvil positioned uppermost, the console setting at ¿3¿ and the ¿variable¿ foot pedal activated, gentle upward pressure of the hand piece was applied as it was tightly clasped, and the vessels were sealed and transected. The harmonic scalpel was also used in a similar fashion to transect the inferior thyroid artery and branches, the soft tissue at the inferior pole of the thyroid and feeding vessels from the mediastinum, dissection of the pyramidal lobe, and the middle thyroid vein and its branches. The device was used to divide the isthmus. Reported complications included superficial skin burns (n=2) in which, when the active blade touched the skin surface while transecting a given vessel; activator foot pedal can be difficult to use (n=?), this problem can be solved by having the surgeon dissect with the right angle dissector and actuate the foot pedal while the assistant applies the harmonic scalpel tip to the vessel. In conclusion, the use of the harmonic scalpel in thyroid surgery offers several advantages over the conventional technique. The incision length is shorter and the operating time is reduced. Bleeding is negligible and complications are few.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2002. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event description states ¿device malfunction ¿ activator foot pedal can be difficult to use.¿ what was the number of patients affected by this malfunction? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.